Event description:
Sales rep reported revision surgery. Litigation papers also received. Litigation papers allege partial loss of mobility, loss of range of motion, injuries, pain, elevated metal ion levels, fatigue and weakness in thighs, fluid and a stroke suffered (B)(6) 2013.

Event description:
**Update** (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.